Event description:
While servicing the ventilator, the manufacturer's technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v power fail occurrence. The customer did not report the occurrence during the ventilators use and there was no patient harm reported. The service technician replaced the power supply to complete the service. Performance verification testing was completed and tests passed. If a power failure of the ventilator occurs during use, an audible alarm will activate.